Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the left ventricular lead exhibited high capture threshold and there was phrenic nerve stimulation. When the guide wire was pulled out, it was stuck in the lead and was unable to be remove. The lead was capped and not used. The lead was replaced during procedure. The patient was stable.